Event description:
The manufacturer received information alleging device has strange odor, particles in device and sinus infection related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging heart problem, asthma. Section g3, h2, h6 are updated in this report.